Manufacturer narrative:
Reported event. An event regarding foreign matter involving a mako saw attachment was reported. The alleged event was not confirmed. An additional failure (mechanical failure) mode was found. Method & results. -product evaluation and results: presence of oil was not observed. Gears in intake shaft were jammed and could not be rotated,. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other similar events for the lot referenced. Conclusions: preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged event was not confirmed. An additional failure (mechanical failure) mode was found. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
When opening trays for a robotic tka we noticed there was a oily looking substance coming from the inside of this straight saw attachment. We ended up breaking down that table and opening new trays instead but spd had the same issue again after re-washing the attachment. Apparently they attempted to wash it twice and the oil substance kept re-occurring to this saw attachment. The patient was not yet in the room but breaking down that stage of the table set up and re opening trays resulted in about a 10min delay. Case type / application: tka. Update: this is correct a 10 min delay getting setup before the patient was in the room. No intra-operative delay.

Event description:
When opening trays for a robotic tka we noticed there was a oily looking substance coming from the inside of this straight saw attachment. We ended up breaking down that table and opening new trays instead but spd had the same issue again after re-washing the attachment. Apparently they attempted to wash it twice and the oil substance kept re-occurring to this saw attachment. The patient was not yet in the room but breaking down that stage of the table set up and re opening trays resulted in about a 10min delay. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.